Event description:
On (B)(6) 2013 patient reported that all of the buttons on the infusion device were not working. Patient stated there was no battery in the device; had patient reinsert the battery. Patient reported after the start-up, the infusion device alarmed an e8 (power interrupt) error message. Patient stated he pressed the check button several times but the error did not clear from the screen. Patient reported he first became aware of the issue at 7 pm today when the infusion device alarmed battery low. Patient stated he attempted to clear the alert but the infusion device did not respond to any of the buttons being pressed. Patient reported he changed to a new battery and the infusion device displayed an e8. Patient stated he attempted to press the check button several times but the device did not respond. Patient reported the rubber on the up and down buttons has worn off. Patient stated the button failure is constant. Patient reported the buttons do not work if pressed hard and are not flat. Patient stated there is no audible sound that can be heard when the buttons are pressed. Patient switched to his backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.